Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an elective device replacement procedure, diagnostic imaging was performed to evaluate the right ventricular lead. Technical support reviewed the diagnostic imaging and confirmed lead externalization was noted. The physician preferred not to perform intervention and continue to monitor the lead. The patient was in stable condition.